Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the plaintiff's attorney that on or about (B)(6), 2010 the plaintiff was implanted with an elevate apical and anterior prolapse repair system with intepro lite "to treat her pelvic organ prolapse". It was alleged that the plaintiff "has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering", "has experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and hs undergone corrective surgery and hospitalization", and has had other injuries.